Event description:
It was reported that the patient had ineffective coverage due to the l1 drg lead irritating the nerve root. The patient underwent surgical intervention where the lead was explanted with no plan of replacement at this time.